Manufacturer narrative:
The reported issue of the autopulse exhibited ua41 (patient temperature sensor failure) error message was not confirmed during the initial functional testing however was confirmed in review of the archive data. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported ua 41 error message. As a precautionary measure the temperature sensor was replaced and the device met all specifications. However, based on the location of the event, the time and date of the deployment. Possible causes could be due to improper storage of the device in a hot environment or exposure to direct sunlight for a period of time that will increase the internal temperature of the autopulse. Visual inspection was performed and noted no damage upon receipt. Archive review showed numerous ua41 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. Functional testing was performed and found no issue. The platform operated as intended without the ua 41 error message or any other faults. Additionally, the storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no previous similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, before patient use, the autopulse platform displayed error message user advisory (ua) 41 (patient temperature sensor failure) upon powering on. Customer was unable to clear the error. No further information was provided. No known patient consequences reported.